Event description:
Additional information was received indicating that surgery to correct the high impedance has occurred. Neither the lead nor the generator was replaced. An op report was received that indicated that the high impedance resolved after the lead pin was removed and re-inserted. The surgeon indicated that there was some kinking and scar tissue noted however based on the resolution following lead pin reinsertion and the x-rays, it is likely that the lead pin was not inserted.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day" for report type.

Event description:
It was reported that the patient's vns was now indicating high impedance a few months after having the generator replaced. Clinic notes received indicated that the patient was experiencing pain at the generator site that recently stopped and the patient feels that the vns "fell into the right spot." The cause of the pain is unknown per the site. No trauma or manipulation is noted. X-rays were taken and forwarded to the manufacturer for review. No gross lead discontinuities were observed however it was noted that the lead pin did not appear to be fully inserted. The implant card for the recent generator replacement indicates lead impedance was normal following replacement. Based on the x-rays, the high impedance is suspected to be due to improper lead pin insertion. Surgery to correct the high impedance is likely. No adverse events have been reported.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.